Event description:
At the (B)(6) convention center covid-19 testing site, I witnessed personnel not changing gloves in between patients or specimens. They had their gloves duct taped to their gowns. I received a false positive covid-19 antigen test, which was confirmed to be a false positive by two negative pcr tests that were performed afterward. Two follow-up pcr tests, performed on (B)(6) 2020 and (B)(6) 2020, confirmed that I was negative for covid-19 and that this was a false positive antigen result. FDA safety report ID # (B)(4).